Event description:
Per information provided: (B)(6) 2011 - patient was underwent for incisional hernia repair with implant of ventral mesh (device 1), reduction of incarcerated omental tissue, takes down of falciform ligament. (Ppf) (B)(6) 2017 - patient was diagnosed with incisional hernia and thereby underwent implant with ventralight mesh (device 2). (Ppf). Per review of medical record: (B)(6) 2011 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventrio mesh (device 1). Per op notes, ¿a ventrio mesh (device 1) was placed into anterior abdominal wall using sorbafix tacks.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device 2). Per op notes, ¿adhesions from previous repair was lysed. A hernia was identified at umbilicus. A ventralight st using echo ps (device 2) was placed into abdominal wall and tacked.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2010) is considered to be a best estimate. Addendum: h11: this supplemental emdr is submitted to update the event description and to correct the product catalog no. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011 - patient was underwent for incisional hernia repair with implant of ventrio mesh (device 1), reduction of incarcerated omental tissue, takes down of falciform ligament. (B)(6) 2017 - patient was diagnosed with incisional hernia recurrence, adhesions, pain and thereby underwent implant with ventralight st mesh (device 2).